Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
(B) (4) peripheral cutting balloon registry. Same patient as mfg# 2134265-2009-04322 it was reported that in (B) (6) 2005 the patient underwent treatment with the peripheral cutting balloon (pcb) device for one lesion. The target lesion was in the cephalic vein. The lesion was non-tortuous, non-calcified, and de novo. Lesion morphology was tight concentric stenosis. This lesion was 6mm in diameter and 10mm long with 80% stenosis before treatment. After treatment, stenosis was reported as 0%. No pain was perceived during the procedure. The patient follow up visit in (B) (6) 2005, with a comment ¿restenosis¿. The target lesion was patent. Occlusion of the target lesion in (B) (6) 2005 was treated with an intervention of pcb. Occlusion occurred ¿post procedure, pre discharge¿. The second follow up visit in (B) (6) 2006, noted ¿restenosis¿. Although the target lesion was patent at this visit, a conventional angioplasty of the target lesion was performed in (B) (6) 2006. No adverse event was reported. The patient had a third follow-up visit in (B) (6) 2006. The target lesion was patent and there were no adverse events or re-interventions reported. The patient had a fourth follow-up visit in (B) (6) 2006. The target lesion was patent. No adverse events or re-interventions were reported. No other data was provided.

Event description:
Reportedly, the device was explanted at implant for unknown reasons. The ring was explanted. Replacement ring (or valve) was unknown. No further details were provided. The device will not be returned as it was discarded at hospital. Information was learned through implant patient's registry.

Manufacturer narrative:
No customer letter was requested. This was determined to be reportable per edwards lifesciences procedures. The DHR review has been started.device will not be returned.